Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hospitalized because of endocarditis and sepsis. The patient¿s system was removed. The patient developed high fever and septic shock. The patient subsequently died. The patient was a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.